Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor but did not see a glucose reading noting dosing on the ilet had been stopped for over 14 hours. The user administered a subcutaneous lispro injection approximately three hours prior to the call. Upon guidance, the sensor was scanned and successfully entered warmup, a fingerstick of 465 mg/dl was obtained and manually entered to resume ilet dosing. The issue was associated with an improper activation procedure, while no specific device component was implicated. Symptoms included hyperglycemia. Outcomes included no serious health consequences despite a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.